Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was not pacing quickly enough after a mode switch occurs. The patient has experienced fatigue with atrial fibrillation (af) and when coming out of af. The ipg remains in use. No further patient complications have been reported as a result of this event.